Manufacturer narrative:
The pt did not provide a lot number; therefore, a review of the mfg records cannot be conducted. The explanted device was not returned for eval. Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events alleged. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following is based on maude event report (B)(4), and further info provided by the pt: per maude event report, "I had a ventralex st hernia patch inserted in me during a hernia repair in 2005. I had the mesh removed in 2013 due to groin and abdominal pain for the whole yr of 2013. When the surgeon removed the mesh, the ilioinguinal nerve and hypogastric nerves were fused to the mesh and the surgeon had to ligate both nerves in order to remove the mesh. This resulted in having nerve damage and chronic pain after having multiple nerve blocks and cryotherapy done to the ilioinguinal nerve." The pt alleges that he is unable to work. He states that there is no further treatment that can be performed, therefore, he is not seeking further medical treatment or medication management.